Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s901usqs9gzb4 hardware: sm-s901u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 287 mg/dl while wearing the pod between 36 and 48 hours. The patient reported that the cannula was not properly inserted into the infusion site (arm), and when the pod was removed, the cannula was found bent. The patient also noted the smell of insulin and slight redness at the infusion site. A new pod was placed and the pod has been discarded.